Manufacturer narrative:
Follow-up #1: date of submission 07/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2015 with the following findings:during testing, the pump display screen was noted to have a line through it. The display flex connection was found to have failed. A new display was inserted and confirmed that the display returned to normal.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump display screen had a line through it. The reporter confirmed that the display screen could still be read safely related to the issue. The reporter confirmed that there was no noted moisture ingress in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.